Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that after afib ablation with varipulse catheter, the patient experienced/suspected hemolysis based on blood test. No particular treatment was performed, but the patient had extended hospitalization. The following morning after the procedure, since the patient did not look well while in the ward, so a blood test performed since hemolysis was suspected. No treatment was performed. The physician¿s assessment regarding health hazard was non-serious (moderate/minor), and there was extension of hospitalization noted. The physician's comment on the relationship between the event and the product was that the ablation to non-contact myocardial area might have had an effect. No abnormalities observed prior/during use of the product. Information received indicated that in the morning of the next day of the procedure, the patient seemed to have no energy, and a blood test was performed, and hemolysis was suspected. The result showed ast >1000, cre 1.92. Based on the results, liver and kidney dysfunction was suspected. The patient was treated with fluid infusion, and urination was confirmed in the evening. The physician indicated that the patient condition was improving. Details and results of clinical tests: ast (aspartate aminotransferase) >1000, cre (creatinine) 1.92. The intervention provided was rehydration therapy. The outcome of the adverse event was improved. The patient required extended hospitalization because of hemolysis and renal disorder was suspected. The patient was discharged on (B)(6). Details and results of clinical tests were (B)(6)--- ast >1012, cre 1.92, (B)(6) --- ast 300, cre 1.3, and (B)(6) --- ast 200, cre 1.2. The patient originally has renal disorder regardless of the ablation.

Manufacturer narrative:
On 22-aug-2025, bwi received additional information indicating that prior to the procedure, the patient's ast (aspartate aminotransferase) level is unknown, but it was within the normal range. The patient was not on dialysis prior to the event. No other parameters were ran or tested to confirm hemolysis. The physician suspected hemolysis because the ast was high as 1012u/l. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-sep-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. Mre review: a manufacturing record evaluation was performed for the finished device lot number 31511908l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).